Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus system was implanted. Upon explant the balloon was found to be empty due to a hole in the cuff. The patient did not experience further adverse events and was said to be good following the procedure.